Event description:
-----

Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available, this report will be updated.

Manufacturer narrative:
Received additional information that this rv lead was surgically abandoned. There is no intended return of this product. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this patient, who has this right ventricular (rv) lead, developed a fever, leukocytosis, and a (B)(6). Antibiotics were given to the patient to treat the mrsa infection. This was suspected to be due to patient condition, and not related to device malfunction. There were no additional adverse patient effects reported.